Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, after the needles were deployed and the needle plunger was retracted, the sutures were found to be tangled and the knot had not formed. The vessel was re-wired and the proglide device was removed. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.